Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated that they experienced high blood glucose and they tried to bolus; however insulin pump could not deliver as there was huge air bubble. Customer already injected with insulin pen to manage blood glucose levels. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.